Manufacturer narrative:
H6 correction for evaluation conclusion code. Report number 2124215-2024-43963 refers to the second fiber.

Event description:
It was reported that during a retrograde intrarenal surgery procedure, two fibers got burned due to an unspecified console malfunctioned. The procedure was completed with another fiber with no patient complications. This report refers to the first fiber.

Manufacturer narrative:
Report number 2124215-2024-43963 refers to the second fiber.

Event description:
It was reported that during a retrograde intrarenal surgery procedure, two fibers got burned due to an unspecified console malfunctioned. The procedure was completed with another fiber with no patient complications. This report refers to the first fiber.